Event description:
Patient called alleging the high reading of a 170mg/dl on the ultra meter compared to their feelings (invalid comparison) and to a relative's meter (invalid comparison). Due to these readings patient visited their md who did not treat patient. Patient mentioned to customer service that the test strips were peeling when they inserted the test strip into the meter. Patient's test strips are not expired. Customer service was unable to resolve the issue and sending patient a new vial of test strips and new meter, since patient is not comfortable with the meter also.